Manufacturer narrative:
Visual inspection of the returned lens found both haptics bent. The delivery device was not returned. Due to the damaged condition of the lens, functional testing could not be performed. The cause of the damage cannot be determined.

Event description:
The surgeon reported that while inserting a li61aor intraocular lens into the patient's eye, the haptic tore the posterior capsule. The iol was subsequently removed. During removal there was an expulsive hemorrhage and the patient was sent to a retinal specialist. Additional information has been requested but has not been received.